Manufacturer narrative:
The customer (biomed) reported the injector could not be programmed from the powerhead and that the flow rate setting changed on its own during setup from 1.8ml/s to 8.1ml/s. The field service engineer (fse) troubleshot the issue and found the unit repeatedly giving the poiwerhead (ph) touchscreen failure alarm 2004, which results if the touchscreen is detected as being activated / pressed during power up. The fse found water between the top cover and touchscreen. Fluid on the touchscreen, underneath the top cover, can be interpreted by the injector as a user touch without the user actually touching it in that location. Further fse investigation found corroded parts on ph cpu pcb and broken screw posts on the ph bottom cover. The fse replaced the touchscreen, bottom cover, ph pcb, calibrated, tested, and released the unit for use. The customer was advised to remove the faceplate from powerhead when cleaning it.

Event description:
Customer reports via phone that he was unable to use the powerhead to program the injector. He had to use the console. He also reported that he programmed a flow rate of 1.8, but the injector changed the setting to 8.1 on its own. The technologists saw this had happened before he injected the patient and opted to hand inject the patient. No patient injury.